Event description:
It has been reported to philips that the color monitor was blank. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint.¿ the philips field service engineer (fse) inspected the system onsite and confirmed that the color monitor was blank. Review of the system log file indicates communication problems with the flexvision monitor. Upon inspection, fse determined that the monitor was faulty. The fse replaced the monitor. After replacement of the monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.